Manufacturer narrative:
Other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the serial number was unknown. No root cause could be determined as the complaint could not be confirmed. Additional information b5. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction d1, d2, g5 and h5.

Event description:
Additional information received. It was reported that during home use, the pump displayed a non disposable alarm message. No patient injury was reported.

Manufacturer narrative:
The product lot number was not provided to smiths medical.

Event description:
(B)(6) hospital in (B)(6), has had three nda alarms with the legacy plus and the 21-7302-24.